Event description:
It was reported that the video system center had no image. The issue occurred during the diagnostic endoscopic retrograde cholangiopancreatography. The signal was lost and the monitor blacked out for about 5 to 10 seconds, then came back. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation.   A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's malfunction was not confirmed. Based on the investigation results, a definitive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.